Event description:
It was reported that the console was experiencing an intermittent display and would stop pumping. The pump would restart after the power was recycled but would fail stop again. The console had been in use 18 hours prior to the reported symptoms. As a result, the console was exchanged off the patient. There were no reported patient complications.

Manufacturer narrative:
Arrow field service evaluated the console. The cpu board was determined to be the source of the difficulty and was replaced. Plastic caps added for the cables inside the control head. The console was functionally checked and returned to service. Follow-up report will be filed when evaluation is complete.